Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; aspirin, singulair, wellbutrin, tessalon, prilosec, klonopin, zyrtec, aricept, percocet, flexeril, nitrostat, protonix, flonase nasal spray, senokot, lipitor and lopressor. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a common iliac artery and abdominal aortic aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During the procedure, an iliac branch component and an internal iliac component were advanced and deployed as planned. However, during removal of the delivery catheter of the internal iliac component it was noted the leading olive had completely separated from the delivery catheter at the polyimide wire junction and remained within the internal iliac component. The physician elected to perform a ¿sandwich¿ technique, whereby a gore® viabahn® endoprosthesis was implanted to trap the detached olive and polyimide wire against the wall of the internal iliac component. It was reported the procedure was completed without further complications, and final imaging showed exclusion of the aneurysms with patency of all devices. The leading olive and guidewire lumen separation was reportedly caused by the patient¿s tortuous iliac system.